Event description:
It was reported that the patient was implanted with a second heartmate 2 on (B)(6) 2019.

Manufacturer narrative:
A. Patient information and serial number were not provided and will be updated if additional information is received. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be supplemental information to MFR. Report # 2916596-2019-00119.